Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color reproduction on the image, failed leakage occurred and faulty cable. Based on the results of the investigation, it is likely the following led to the malfunction: for the malfunctions black screen when they plugged it in and nothing showed up and poor color reproduction on the image were due to faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had black screen, nothing showed up when they plugged it in. The issue was found during inspection for use. There were no reports of patient harm.